Event description:
It was reported that the patient underwent replacement of lead and generator due to high impedance. The suspect device was discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator upon interrogation, as a result, the patient's clinician disabled her generator. The patient reported that she hadn't felt stimulation for some time. The patient didn't recall any trauma to the area of the vns no known surgical intervention has occurred to date. No further relevant information has been received to date.